Manufacturer narrative:
(B)(4). Batch # m54k4w. Investigation summary: the analysis results showed that one ecr60b reload was received partially fired 1/3. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The cartridge reload partially fired is consistent with an incomplete or interrupted cycle. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to retrieve the device: the device(s) for the below complaint ID have not been received for analysis. If the device(s) will not be returned within the next 7 days, please advise when they will be returning, so we can update the complaint file accordingly. If you have already shipped device(s), thank you and please provide the tracking number if available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a gastroplasty, the clips were damaged, and were not shot correctly, jamming. The stapler never engaged completely, it didn¿t realize the firing, and the staples never touched the tissue . Also, the device did not cut. The product was replaced to continue the procedure. There was no patient consequence. The patient is stable.